Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received two power error detected alarm on the insulin pump. The customer¿s blood glucose level was 130 mg/dl. Troubleshooting was performed. They were given a series of steps to perform after the call ends to resolve the issue. They were advised to monitor the insulin pump and call back if error recurs. It was noted that they called back within the same day. The customer performed the 10 minutes insulin pump rest but they were still receiving the power error detected alarm. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test, sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error, low battery alarm due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window and scratched case.